Event description:
It was reported that approximately 13 months after the implantation of two xience stents in the mid right coronary artery, the patient experienced chest pain while vacationing. The patient was hospitalized and treated with percutaneous coronary intervention. The symptoms resolved and the patient was discharged after 5 days. No additional information was provided.

Event description:
Subsequent to the previous medwatch, new information was received that indicates that the intervention for the reported chest pain was performed in the occluded saphenous vein graft and was unrelated to the xience stents in the right coronary artery; therefore, the medwatch was sent unnecessarily.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and stenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.